Event description:
It was reported that the device is showing an error pointing to the mcb. After clearing the code the device powered on and was able to run; but the altrix is not cooling. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.